Manufacturer narrative:
(B)(4). Concomitant products: item #: 11-210031 explor10/22mm head lot #: 342980. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03144. Reported event was confirmed by review of radiographs and examination of complaint sample. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Visual examination of the returned product identified the locking screw (subcomponent of the stem subform) and the head. Cosmetic inspection did not find any damages to the screw. Dimensional analysis was performed on the screw and identified it was conforming. Wear marks were noted on the head and no damages were found on the threads. Radiographs identified that a right radial head replacement has been performed. Radiocapitellar alignment is maintained. The radial head implant appears displaced with a prominent space between the implant neck and the radius. Bone quality is osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a procedure and was revised eight years post implantation due to migration of screw from explor radial head/stem which resulted in loosening of implant. Attempts have been made and no further information has been provided.